Event description:
It was reported that the patient presented in the operation room. The right ventricular lead was explanted due to poor capture. A new lead was implanted. No further information is available.

Manufacturer narrative:
Correction: previously reported date (B)(6) 2017 was incorrect. The correct date should have been (B)(6) 2017.